Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2001 - the pt underwent laparoscopic burch procedure and a extraperitoneal paravaginal repair with implant of a bard/davol flat mesh. On (B)(6) 2013 the pt was taken for evaluation and surgical repair of a symptomatic prolapse, pelvic pain, and probable adenomyosis with implant of a non-davol/bard mesh graft. Medical records indicate this was a two part procedure, however no operative dictation was provided for the implant of the non-davol/bard mesh graft. No mention of the previously implanted bard/davol flat mesh was made. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. Based on a review of additional medical records, the patient underwent vaginal revision procedure with implant of three additional non-bard/davol mesh devices. It is still unknown if the bard/davol flat mesh may have contributed to the events following implant. With the information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is an addendum to the initial report based on a review of additional medical records: (B)(6) 2001 - the patient underwent laparoscopic burch procedure and a extraperitoneal paravaginal repair with implant of a bard/davol flat mesh. (B)(6) 2010 - the patient underwent implant of a non-bard/davol sling to treat stress urinary incontinence, a non-bard/davol mesh for anterior repair and an additional non-bard/davol mesh posteriorly to treat pelvic organ prolapse and recurrent cystocele. No mention of the previously placed bard/davol flat mesh in the operative details. (B)(6) 2013 - patient was taken for evaluation and surgical repair of a symptomatic prolapse, pelvic pain, and probable adenomyosis with implant of a non-davol/bard mesh graft. Medical records indicate this was a two part procedure, however no operative dictation was provided for the implant of the non-davol/bard mesh graft. No mention of the previously implanted bard/davol flat mesh was made. The patient's legal fact sheet alleges the patient suffered pain, urinary/bowel problems and recurrence.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.